Event description:
During a gore tag thoracic endoprosthesis training case, the device deployed without event. However, the physician intentionally covered the patient's left subclavian artery and chose to neither transpose or bypass this vessel. The patient came out of the procedure with paraplegia. Approximately 48 hours post-procedure a spinal / lumbar drain was introduced, and the patient has regained reflex and sensory function. The patient is currently in stable condition.